Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient wanted to have a full body MRI, but has three possible open circuits; c<(>&<)>0, c<(>&<)>1, and c<(>&<)>3 have ranges of 2200-4700 ohms. It was noted that the MRI was not performed to diagnose an issue with the implantable neurostimulator (ins); it was performed for back issues. It was later stated that troubleshooting was performed and it was determined that at higher voltages, there were no problems, opens, or shorts. The impedances, however, fell outside of the range for the MRI labeling. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.